Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. -because it was repeatedly long-term use, the video connector socket of the subject device was worn. As a result, electrical contact between the videoscope and the the subject device was failure.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed. The user cycled the power of the subject device, the issue was resolved. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event.